Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of downstream occlusion alarm was not reproduced. A review of the event history log (ehl) revealed occurrences of multiple occurrences of "downstream occlusion!" Alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The reported condition was verified. The ultrasonic sensor will be recalibrated per service procedure to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion alarm at high setting and values of 21.261, 21.910 & 23.420. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.